Event description:
Caller indicated the glucocard expression meter was giving high readings. Caller stated she went into a coma, a couple times and feels like it could be because she took too much insulin based on the meter readings. She said one time she got a 129 at 3pm in the afternoon, she took insulin and ate and at 3pm very tired, a fell asleep and she did not wake up. Paramedics were called both times and they gave her glucose to wake her up. Caller did not know anything until she woke up. Once she woke her blood levels seem perfect at 150, so she refused to go to hospital because she didn't see a need. She stated meter was dropped once but everything appears to look fine. Technique and storage are good. She no longer has strips involved in incident. No control results from readings before incident occurred as that solution was expired. Controls used currently read out of range. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned with a strip lot that was not involved in the incident. The strip lot involved in incident is not known. The returned product performed within specification. Retention samples of the same lot returned was also tested and performed to specification. No failure detected.